Event description:
The pt came in for a medication dosage increase on (B)(6) 2013. According to the records, the expected programmer reservoir volume in the pump should have been 6cc however, the nurse found that the actual residual volume was 20cc in the pump. The nurse decided to empty the pump and turn it off until the doctor sees the pt. The doctor filled the pump with saline and programmed it to its maximum capacity (fastest pumping) so he can listen to the valves but he could not hear the valves clicking. He performed a contrast dye procedure to determine if there were nay kinks in the catheter but did not find any. On (B)(6) 2013, the pump was explanted and replaced with a new pump. During the explant, the catheter was disconnected and aspirated, proper flow was verified through the catheter.

Manufacturer narrative:
Device is being evaluated at the mfg site. When the investigation is complete, a supplemental report will be filed. (B)(4).